Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use. The home patient (hp) called in earlier with a clb alarm so he changed out the heater bag but the hc went back to prime and he had connected himself. The hp stated he then disconnected himself but the patient line touched his hand. The baxter technical service representative (tsr) advised the hp he had to start over with new supplies. They advise the hp that when he called the first time and was instructed to start over with new supplies he should not just have changed out the heater bag. They assisted the hp to end setup and the hp would start over with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and he was able to resume therapy after starting over with new supplies. He said the frangible on the bag had no hole through it. He snipped off the frangible tubing and gave it to his nurse. Since then he has been completing therapy successfully except he has been having some low drain volume alarms. He said he has to sit up and that has helped. He said his nurse gave him some heparin, and they think that the issue might be related to some scar tissue. His nurse thinks he might have to go in for surgery. There was patient involvement but no reported injury.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.